Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced syncope. The right ventricular lead was found to have low impedance that had been trending downward. Unipolar impedance was greater than bipolar impedance and noise was seen on a high rate episode. The lead had an insulation breach. The lead was capped and replaced. No further patient complications have been reported as a result of this event.